Event description:
It was reported that the implantable cardioverter defibrillator (ICD) emitted beeping tones. Boston scientific technical services (ts) referred the patient to the physician. The patient was admitted to the hospital due to device beeping. There were no patient symptoms reported. Upon interrogation of this ICD, the device alerted due to high out of range impedance measurements, measuring greater than 2000 ohms on this right ventricular (rv) lead. The physician tried to do several moments with patient's arms and looked in the logbook and presenting egms and no noise was produced. There seems to be very slow gradual rise in the rv impedances. The physician recommended to have the lead impedance alert raised to 2500 ohms and the plan is to continue monitor the patient on latitude and in the clinic. This rv lead remains in service. No adverse patient effects were reported.